Event description:
While implanting an acusinch implant, the suture broke during the tying of the knot. The broken acusinch device was removed and another acusinch was placed more anteriorly and finished the case with a 15 minute delay.